Event description:
The customer reported that during prep for the procedure, it was noticed the pad was partly discolored. It was not used for the patient. Initial evaluation of the incident pad found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.